Event description:
It was reported that the insertable cardiac monitor (icm) had a loss of sensing with no signal seen. The sensitivity was already set to the highest level and no sensing was seen soon after replacement. The icm was explanted and replaced with a new device successfully. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) had a loss of sensing with no signal seen. The sensitivity was already set to the highest level and no sensing was seen soon after replacement. The icm was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. Memory information was downloaded and reviewed, and the battery status was confirmed to be as expected. Testing of device sensing noted noise was being sensed. This behavior was confirmed to be consistent with an open connection on one of the electrical modules on the pcb. This was confirmed to be the root cause of the observed loss of sensing noted in the field and sensing of noise identified in the laboratory setting.